Event description:
Per the clinic, the patient experienced a failure of osseointegration post-operatively resulting in fixture loss.there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).